Event description:
Customer reported an issue where they did not see drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer's blood glucose level. Customer support instructed the caller to continue filling the tubing until the total amount of insulin filled equaled 30 units, guided them through filling and loading a new cartridge on the pump, and advised them to replace the tubing and try the procedure again was able to resume insulin.